Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device will not be returned. Investigation has not yet begun. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that right common femoral artery access closure was performed with 2 proglide devices. During control angiography, a 50% residual stenosis was observed without contrast extravasation. The residual stenosis was dilated twice with a balloon for 30 seconds achieving luminal gain. There was no adverse patient sequela. Per additional information received, the initial procedure was an interventional aortic valve implantation in a mildly calcified artery. The initial sheath size was 6f and then upsized to 10f and ultimately a 14f sheath for the pre-close procedure. The sutures of 2 proglide devices achieved hemostasis. There was no device malfunction noted; however, an occlusion/stenosis was observed and believed it was caused by the 2 proglide devices. The occlusion/stenosis was treated with balloon dilatation of the femoral artery. No additional information was provided.